Event description:
It was reported that during a prostate procedure @ 261,957 joules of use and 30:12 minutes, the ¿metal tip came off.¿ the procedure was completed using a second fiber. There was no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the metal cap is detached and not returned; the distal end of the glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing exhibits abrasions near open end; fiber stop sign indicator (red octagonal dot) and directional indicator (blue arrow) are partially erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.